Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5)

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while hosting training the cardiosave intra-aortic balloon pump (iabp) was stuck inside cart. The latch was inoperable to allow unit to be removed from the cart. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found that the handle latch plate had a bent pin. The fse ordered the part and replaced it. The unit was returned to the customer in good working condition.

Event description:
N/a.